Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed regarding the returned full lead in segments. All electrical and visual testing was within specified parameters. The lead was returned with non-severe explant damage.  Concomitant product: product ID d314drg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed short v-v counts and short non-sustained ventricular tachycardia episodes. An x-ray confirmed that the lead was right next to a previously capped rv lead. Lead to lead interaction was the suspected cause of the oversensing and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 664 lifetime ventricular sic are recorded beginning (B)(6) 2013. Lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. There are 4 "lead failure predictor" events of less than 220 ms v-v cycle recorded between (B)(6) 2013 and (B)(6) 2014.